Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was very hard to press. The customer blood glucose level was unknown. It was also reported that battery cap was hard to screw in or take out and had to change battery every six days. The customer declined troubleshooting for technical support. The insulin pump will not be returned for analysis.